Event description:
It was reported to philips that the system had switched to low dose fluoroscopy, preventing imaging intermittently. The system was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.